Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Hemodialysis clinic contact reported that the hemodialysis machine removed too much weight during treatment. Ultra filtration (uf) goal was set with a goal of 300 ml but removed 1800 ml. Clinic contact could not confirm what the uf removed read at the end of treatment but stated that the flow chart showed that everything was normal. There were no reported diagnostic messages or audible alarms. There were no reported problems with the previous treatment. Unknown if self tests were performed between treatments. The uf pump calibration off by 0.3 ml at 24 strokes. The uf pump was last calibrated four months ago. It came up low as 23.7 ml. Clinic contact stated that the patient collapsed and was taken to the hospital. Clinic contact calibrated the uf pump and changed the blue dialyzer connector. Additional information was solicited.

Event description:
Clinical review: on (B)(6) 2018, a hemodialysis (hd) center contacted technical support and reported that during a treatment that day, the machine removed too much weight from this patient on in-center hd for renal replacement therapy (rrt). The ultrafiltration (uf) goal was 300ml but 1800ml was removed. No pre-treatment or post-treatment weight was provided. Per the reporting party, he does not know what the uf removed read at the end of treatment but stated the flow chart showed that everything was normal. The patient collapsed and was taken to the hospital (transport unknown). It is not known if any medical intervention was given prior to the patient being taken to the hospital. Hospital course is unknown. Several attempts for additional information were not successful. It was reported that the patient was fine now. There were no reported diagnostic messages or audible alarms during the treatment. It was reported that the blue dialyzer connector was leaking during the treatment and the previous treatment. The caller could not confirm if a machine self-test was completed between the treatments. The uf pump calibration was found to be off by 0.3ml (unknown if it was low or high; 0.9-1.10ml is the reference provided in the 2008k2 calibration procedure) at 24 strokes. The uf pump was last calibrated four months prior. The uf pump volume came up low at 23.7ml during the uf pump calibration (23.9-24.10ml is reference range provided in the 2008k2 calibration procedure).

Manufacturer narrative:
Clinical summary: there is a possible causal relationship between the patient collapse with hospitalization and hd therapy on the fresenius 2008k2 machine. Per the reporting party, too much weight was removed from the patient during treatment, however, no treatment records were provided to confirm the report. It is unknown what medical intervention was provided. The clinic personnel found the machine uf pump to be out of calibration, but it is unknown if the machine self-test was completed prior to this treatment. Based on the available information, the causal event of the patient collapse cannot be confirmed. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.